Event description:
It was reported that the reservoir of a folfusor ruptured during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot 14b023 was manufactured between february 4, 2014 and february 5, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One actual unit was received at the plant for evaluation. Visual inspection on the unit (via the naked eye), noted a ruptured reservoir. The ruptured bladder was microscopically examined. As a result, marking located on the exterior surface of the reservoir was observed near the rupture line. The condition was verified, though the cause could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.